Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling anomaly was noted during testing. The following cosmetic damage was also found: cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads, and a missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the up button was getting stuck while programming a bolus. The patient's blood glucose at the time of incident is unknown, but he had a reading of 58 mg/dl later in the day. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.